Event description:
This customer reported that they are having difficulty achieving pacing capture with the mrx defibrillator.

Manufacturer narrative:
This customer reported that they are having difficulty achieving pacing capture with the mrx defibrillator. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.